Event description:
The pt reported, she has stimulation but a low battery warning is observed. The pt also reported, she is unable to locate the ipg. Connector has not come apart. Replacement charging system did not resolve the issue. The pt is working with her physician to determine the next course of action. Surgical intervention may be considered to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.